Event description:
During follow-up, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of as received settings noted that device was operated in high pacing output settings during implant period. Further analysis performed did not find any anomaly with battery voltage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.